Event description:
It was reported that the infusion device shut off without first providing an error or alert message. As a result, the patient experienced ketoacidosis and was hospitalized in intensive care. Blood glucose values and type of treatment received was not provided.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : shipment of complaint material from russia suspended indefinitely.